Event description:
Procedure: right hepatic lobectomy. According to the reporter: the stapler was used during the procedure and a hole in the vena cava may have been caused by the staple load. The user facility report was marked as "required intervention to prevent permanent damage".